Event description:
It was reported that the patient had a hearmate ii to heartmate ii pump exchange on (B)(6) 2020. Clinical support was present. It was reported that the heartmate ii pump exchange was needed due to infection. The explanted heartmate ii device was sent back for evaluation via an explant kit.

Manufacturer narrative:
(B)(6) 2019 admission was reported in related MFR report # 2916596-2020-04652. (B)(6) 2019 admission was reported in related MFR report #2916596-2020-04653. Manufacturer's investigation conclusion: a specific cause for the patient¿s chronic infections as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of (B)(6) , visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a chronic driveline infection. The plan for the patient is to undergo a pump exchange to a heartmate 2 on (B)(6) 2020. Chronic infection started on (B)(6) 2019 and has continued to present day. It was reported that the patient was admitted on (B)(6) 2020 for elevated temperature (temperature max was 104 degrees) and chest discomfort that became "intolerable". The patient tested negative for covid-19. The patient is currently an inpatient awaiting pump exchange for (B)(6) 2020. Signs and symptoms included fevers a known chronic mssa lvad infection + bcx. Most recent 6 week course was done end of (B)(6), mssa bacteremia , chronic lvad infection (was on diclox as outpatient), mssa colonization, h/o endstage ischemic cm, ckd - not much change from baseline, chronic chest wound and presumed osteomyelitis of ribs (pain in area of previous rib fractures). Plan of care includes cefazolin as with mssa. Patient had been on rifampin in the past, and seemed to tolerate it, so was added. Plan of care includes wound care. Plan to possibly take out lvad on (B)(6) 2020. The device will be sent back for evaluation.